Event description:
As reported, after placing the microcatheter in the target aneurysm, a coil was attempted to be inserted into the microcatheter. However, the coil was unable to be inserted into the hub of the microcatheter. The microcatheter was not used and was replaced with another microcatheter to continue the procedure. Subsequently, the procedure was completed successfully. The microcatheter device was received and analyzed, the investigation findings found, exposed braid protruding into the lumen.

Manufacturer narrative:
Investigation conclusion: the investigation found that an in-house coil encountered resistance at the hub during advancement testing, which is consistent with the alleged product issue. Further investigation found exposed braid protruding into the lumen and damaged lining at the hub transition, which would have caused the resistance encountered during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed braid, but this condition is consistent with a deviation in the manufacturing process. The physical evaluation of the device could not identify the conditions or circumstances that led to the damaged inner lining, but the damage is consistent with attempting to insert another device into the defective microcatheter. The catheter condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.